Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level ranged from 100 mg/dl to 244 mg/dl. The bg level was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.